Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0sj7r, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt a "strong intensity," then could not feel any stimulation at night. The following morning, the stimulation location had changed to her leg. The patient reportedly increased stimulation. Follow-up is being conducted to obtain patient outcome and actions taken to resolve issue.